Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were several false positive patient results for vibrio. After stool repeats, the results all came out negative. No patient impact. The following information was provided by the initial reporter: we had a problem on a series of stools passed on the bd max with the enteric bacteria + extended panel technique. Several patients came out positive for vibrio while none had a compatible clinic. The patients were no longer related to each other. After stool repeats, the results all came out negative. So there wasn't a single vibrio positive patient, so it's hard to understand where the problem is coming from. I am attaching the series in question (series 956 with the contaminations). Do you have an explanation because we would like to understand where the problem can come from?

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were several false positive patient results for vibrio. After stool repeats, the results all came out negative. No patient impact. The following information was provided by the initial reporter: we had a problem on a series of stools passed on the bd max with the enteric bacteria + extended panel technique. Several patients came out positive for vibrio while none had a compatible clinic. The patients were no longer related to each other. After stool repeats, the results all came out negative. So there wasn't a single vibrio positive patient, so it's hard to understand where the problem is coming from. I am attaching the series in question (series 956 with the contaminations). Do you have an explanation because we would like to understand where the problem can come from?

Manufacturer narrative:
H.6 investigation summary: a failure of false positives was reported on a max instrument (p/n 441916, s/n (B)(6)). A bd field service engineer reviewed log files and the instrument database to confirm reader normalization drift due to cross talk. The bd fse normalized the reader and returned the instrument to the customer in working order. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was attributed to cross talk, which required renormalization. Bd quality will continue to closely monitor for trends associated with this complaint.